Event description:
The customer reported that there was a communication failure error message. The customer was forced to reboot the system in order to regain fluoroscopic functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed the system power supplies were operating within specifications. The system was tested and found to be working as intended and put back into service.